Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user overfilled a cartridge, dislodging the orange rubber stopper into the pump chamber; the piece was removed, and during a subsequent supply change the pump repeatedly displayed an ¿unable to proceed¿ alert during rewind despite chamber inspection and a restart, leading to a pump replacement. Symptoms included no reported adverse clinical effects. Outcomes included continued cgm use with instructions provided for shutdown, device return, data syncing, and startup on the replacement device. Investigation included guided troubleshooting, inspection of the cartridge chamber for obstruction, and device restart. Investigation of this case revealed a persistent functional alarm during the rewind step consistent with a pump operational malfunction after an overfill event affecting the infusion system interface. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of forcing of the lead screw has caused the unable to proceed or rewind situation.